Manufacturer narrative:
D10 concomitant product: unknown rf electrode (lot#: unknown) yueting sun, baoxian liu, hui shen, yi zhang, ruiying zheng, jiaming liu, hanliang hu, xiaoyan xie, guangliang huang. Cox model risk score to predict survival of intrahepatic cholangiocarcinoma after ultrasound-guided ablation. Abdominal radiology (2024) 49. Https://doi.org/10.1007/s00261-024-04192-0. Pages 1653¿1663. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study explored the potential factors associate with overall survival (os) and progression-free survival (pfs) as well establishing a model to predict survival of intrahepatic cholangiocarcinoma (icca) after ultrasound-guided thermal ablation. Between august 2008 and october 2022, 52 patients received rfa ablation with the cool-tip (81 lesions) and mwa with a competitor device (5 lesions). The following minor adverse events were reported which resolved without intervention: pleur al effusion (2), nausea and vomiting (1), localized effusion under the right subhepatic region (1).